Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump was under delivering. Customer was having blood glucose level as low as 326 mg/dl. The customer treated for high blood glucose with the insulin pump. Troubleshooting was done for high blood glucose level. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege insulin pump was under delivering. The insulin pump will not be returned for analysis.